Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 157 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.